Manufacturer narrative:
The clinician did not provide the following info: amount of torque used on abutment and implant type; or if primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implant. No further action is required.

Event description:
Failure due to mobility.

Manufacturer narrative:
Records indicate that the implant met the specifications as were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural error as well as the patient's bone condition, oral hygiene, or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Complaint report indicates there was an infection at the buccal area before uncovering the implant. The implant was left in the mouth for two months and medicated with antibiotics before removal of the implant. X-rays also indicated there was bone loss.